Event description:
Reportedly, the pump occluded and did not alarm. The drug being delivered was diprivan. The pump had been delivering other fluids through the main set. Diprivan was set to deliver through the extension set. Twenty minutes after the infusion was started, the nurse noticed that the drug was not going through the extension set, but the pump wasn't alarming occlusion. There was no pt injury.

Manufacturer narrative:
Device eval results: the pump's operation log was reviewed. The log shows that on (B)(6) 2009, at 23:13, the reported time the incident occurred, the pump was powered on. The pump was programmed to deliver propofol (diprivan) at a rate of 1.2ml/hr, volume to be delivered (vtbd) 100ml. The pump was put on hold 21 minutes later. The reported incident could not be reproduced. The pump was programmed at a rate of 1.2ml/hr and alarmed occlusion within two minutes of occlusion (by closing downstream tubing). B. Braun completed an eval of the pump per procedure for complaint returns. The pump met all routine complaint testing requirements and was returned to the customer.